Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial channel is sensing signals, despite the port is physically plugged and programmed as plugged. Programming changes were recommended and will be performed at the next in-clinic follow up.